Event description:
It was reported that the pt underwent gastric bypass surgery in 2002, in which an absorbable suture was used. The pt subsequently developed healing difficulties, and the wound was re-explored in 2003. The sutures were reportedly found intact and surrounded by a chain of abscesses. The infection reportedly spread to a piece of mesh in the abdomen, and the pt required multiple surgical procedures to resolve the infection.